Event description:
It was reported the battery depletion was too fast after the implantable neurostimulator (ins) showed an end-of-service (eos) mess age. An approximation of the battery longevity was performed using the stimulation parameters used on the device. The approximated time till eos was 2 years. Device was replaced.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator found normal battery life with telemetry and output okay. It was noted that the device was at end of service. There were no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.